Manufacturer narrative:
Calibration data was acceptable. The customer uses a centrifugation time of 5 minutes at 4500 rpm. This time may be too short. No issues were identified during a review of the alarm trace data. The investigation determined the event was due to the probe issue identified by the fse.

Event description:
The initial reporter questioned low results for multiple patients tested for na+ electrode (na+) on a cobas integra 400 plus. The customer provided na+ results for 1 patient sample that were discrepant. The initial result was 128.76 mmol/l with a data flag. This result was reported outside of the laboratory. The repeat result was 137.18 mmol/l. No adverse event occurred. The na+ electrode lot number was 21583047 with an expiration date of 03-may-2019. The field service engineer (fse) found an issue with a probe and the air mix and dry were misadjusted. The fse replaced the probe and calibrated the air mix and dry. The system initialized with no errors. Ise calibration and qc were within the acceptable range. The fse repeated patient samples that had been tested for na earlier in the day and the repeat results corresponded to the initial results. The customer has had no further issues since the service visit.